Event description:
The event description according to the customer is as follows: during testing, technical state failed and oxygen flowsensor was defect.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). Follow-up nr 1 information: changed sections: investigation outcome: in this complaint, the device failed selft test prior to usage. No patient involvement. The self-test is performed during the ventilator's startup process, prior to patient connection. This test ensures that the ventilator's components, including alarms, sensors, and circuits, are functioning correctly. It is a standard safety feature to ensure that the ventilator is functioning correctly before it's used on a patient. A failed self-test does not indicate a malfunction but rather was designed to prevent it. It serves as a security check to ensure all systems are functioning properly. If self-test is failed, it does not imply immediate danger, but rather alert an issue that needs to be addressed to prevent future problems. In conclusion, a failed self-test is not a malfunction and an immediate or critical failure, but as part of the pre-emptive safety and maintenance measure. As soon as the underlying issue is addressed properly, the ventilator can be safely used on patients. The root cause was a defective flow sensor o2. Hamilton medical considers this case as closed.

Event description:
The event description according to the customer is as follows: during testing, technical state failed and oxygen flowsensor was defect. No patient involvement.